Manufacturer narrative:
No device was received but a radiograph was provided confirming the alleged complaint. No torque information was provided and it is unknown if the surgeon utilized hand tightening. Review of the provided photographs were unable to determine the fracture pattern so a definitive root cause cannot be determined though excessive off angled torque and or aged wear fatigue may be related cause or contributor. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "... Warnings, cautions and precautions:do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device..." "...pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "... Intra-operative warnings - the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed...over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." 9004421-en.

Event description:
On (B)(6) 2022 a patient underwent a maximum access spinal procedure from l4 to s1. The surgery was completed without issue. During the following case on (B)(6) 2022 it was discovered the sets driver tip was missing from the device. The patient had a follow up x-ray on (B)(6) 2022 where it was discovered the fractured portion of the driver remained in patient floating freely in tissue approximately 5mm from the end of the rod. No adverse patient consequences have been reported and as of now no revision procedure has been planned.

Manufacturer narrative:
The device was received by nuvasive as well as radiographs provided confirming the alleged complaint. The returned rod inserter was examined and the fracture was considered to be the result of excessive force. Manufacturing record review showed the device was released to the field in 2018 as part of a loaner set that is subjected to handling and repeated sterilization cycles after distribution into the field. Wear and damage can occur over time causing fatigue and considered the root cause of the fracture though excessive force may be a cause or contributor. The fractured tip per surgeons prerogative was left in-situ but still a concern as it is not fixed and a risk for migration however, the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation required. Manufacturing review: review of the device history records of all devices notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "... Warnings, cautions and precautions:do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." (B)(4).

Event description:
On (B)(6)2022 a patient underwent a maximum access spinal procedure from l4 to s1. The surgery was completed without issue. During the following case on (B)(6) 2022 it was discovered the rod inserters tip was missing from the device. The patient had a follow up xray on (B)(6)2022 where it was discovered the fractured portion of the inserter remained in patient floating freely in tissue approximately 5mm from the end of the rod. No adverse patient consequences have been reported and as of now no revision procedure has been planned.